Event description:
It was reported during a transcarotid artery revascularization (tcar) procedure, the enroute 0.035" j- wire retracted when the arterial sheath was inserted, and a dissection occurred. It was also noted that while inserting the enroute 0.014" guidewire in the left common carotid artery (lcca), a questionable dissection/perforation was identified allowing for extravasation during contrast injection. The dissection in the lcca was covered with an unplanned additional third-party stent. The procedure was completed, and patient was discharged at 24 hours per routine. At this time, it is unclear if the enroute 0.014'' guidewire caused or contributed the perforation while tracking through the dissection plane or if it was an additional injury to the vessel; therefore, the event will be reported out of abundance of caution.

Manufacturer narrative:
A secondary MDR as a manufacturer was reported under 3014526664-2022-00099 for the same event in this patient.